Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced video slice (vsl)1 to resolve the error. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted radical prostatectomy surgical procedure, there was a non-recoverable error. The technical service engineer (tse) advised the customer to hard cycle the system, but the issue was not resolved. The procedure was converted to a different dv system with no reported injury.